Manufacturer narrative:
The pump has been returned but not yet evaluated. When an evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: there were two motor error alarms during rewind attempts observed in black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Multiple load and rewind steps were performed to test the motor and no further alarms were duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging repeated call service alarms on their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.